Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for this system due to out-of-range intrinsic amplitude measurements on the right ventricular channel. Presenting egm showed an isolated ventricular beat was undersensed. Sensing parameters may require further evaluation. The information was documented. No adverse patient effects were reported.